Event description:
As reported by an edwards field clinical specialist, after deployment of a 23mm s3 ultra valve in the aortic position, an echo (tte) revealed severe central leak and 'leaflet malfunction'. A 2nd sapien 3 ultra valve was implanted. The patient is stable. As reported, after deployment of the s3 ultra valve, one leaflet was stuck and was not 'working'. The valve remains implanted in the patient.

Manufacturer narrative:
The investigation is ongoing. Remains implanted in the patient.

Manufacturer narrative:
Update to h6 (component code, type of investigation, investigation findings, and investigation conclusions) and h10 to reflect investigation. The 23mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided and revealed that the patient had severe calcified annulus and leaflet. During the manufacturing process, the valve is visually inspected, and tests are performed throughout the process. In this case, there is no evidence to support a manufacturing design defect potentially contributed to the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The commander delivery system with s3/s3u IFU, device preparation training manual and procedural training manual were reviewed for guidance and instructions. The procedural training manual provides guidance on assessing aortic regurgitation. Wide pulse pressure (with lower diastolic pressure than baseline) may indicate severe ar. Echo should be used for assessing prosthetic valve function and aortic regurgitation (central or paravalvular). In addition, central aortic regurgitation depends on etiology, stabilization of hemodynamics priority and management can include post-dilatation or surgery. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for 'central regurgitation and improper leaflet coaptation' were unable to be confirmed due to unavailability of relevant imagery and product returned. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. The complaint were unable to be confirmed; therefore, a lot history review is not required. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet and central regurgitation including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. As reported, 'after deployment of a 23mm s3 ultra valve in the aortic position, an echo (tte) revealed severe central leak and "leaflet malfunction'. Per imagery review, patient had severe calcified native annulus and leaflets, it was possible that leaflets were impingement during the valve deployment, which led to leaflet motion restricted resulting in central regurgitation. In this case, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.